Event description:
It was reported the patient had revision surgery performed on (B)(6) 2014 for a distal medial tibial non-union. The patients original surgery was within the past year, exact date unknown. It is thought the patient may have been non-compliant and walked on the leg. The variable angle plate and 3 broken screws were removed along with intact screws. The patient has the implants and they will not be returned. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Date of implant: original surgery was within the past year, exact date unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.